Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon indicated that he has observed fibers/lint during surgery, at times in the surgical field and at times, in the corneal incision postoperatively. He stated hat the did not remove the fibers as there was no significant risk by leaving them. No harm to the patients was reported by the surgeon.